Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model: sc-3400-30, serial/lot: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital with a suspected infection. The patient was experiencing chills and redness at the ipg site. The physician explanted the scs system and the patient was placed on IV antibiotics. The patient was under the care of an infectious disease doctor and the physician did not believe that the infection was device or procedure related.